Event description:
A malfunction with error code 16-0x20e6 was reported by a customer. The recorded blood glucose value was 210 mg/dl, which is within normal range and thus did not adversely impact the customer's blood glucose level. The customer was advised to return the device for further examination, and a replacement pump was provided.